Manufacturer narrative:
Product complaint # (B)(4), investigation summary- no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot- the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint #: (B)(4). The following literature cite has been reviewed: rilby k, mohaddes m, nauclér e, kärrholm j. Similar outcome with a new anteverted or a straight standard stem: a randomized study of 72 total hip arthroplasties evaluated with clinical variables, radiostereometry, and dxa up to 2 years. Acta orthop. 2022 jan 3;93:59-67. Doi: 10.1080/17453674.2021.1993606. Pmid: 34678118; pmcid: pmc8815675. D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: rilby k, mohaddes m, nauclér e, kärrholm j. Similar outcome with a new anteverted or a straight standard stem: a randomized study of 72 total hip arthroplasties evaluated with clinical variables, radiostereometry, and dxa up to 2 years. Acta orthop. 2022 jan 3;93:59-67. Doi: 10.1080/17453674.2021.1993606. Pmid: 34678118; pmcid: pmc8815675. Objective and methods: the purpose of this article was to study the performance, migration, and associated bone remodeling for 36 competitor stems in a randomized controlled trial, with the 36 corail stems as the control. Patients were implanted between april 1, 2016 through may 30, 2017. All patients received a competitor acetabular construct. The femoral head manufacturers were not specified. The heads paired with the corail stems are assumed to be depuy products. This complaint will capture the results associated with the corail femoral stem. Non-depuy synthes devices that were also used in this study: delta tt acetabular cup (lima) x-lima poly acetabular liner (lima) lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: corail femoral stems unknown femoral heads adverse event(s) and provided interventions associated with depuy devices: unk corail stem 2 infections treated with revision adverse event(s) and provided interventions associated with depuy devices: unk femoral head 2 infections treated with revision adverse event(s) and provided interventions associated with depuy devices: unk corail stem 10 reported stem migrations- no treatment provided 9 reported radiolucent lines of stem- no treatment provided.